Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old). The perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported event could not be determined. It should be noted that the reported deployment of the suture before blood marking ceases is not consistent with the instructions for use (IFU). The IFU instructs the user to gently pull the device back to position the foot against the arterial wall. If proper position of the foot has been achieved, blood marking will cease or be significantly reduced. If marking does not stop or significantly change, gently adjust the angle of the device to stop blood marking. The reported patient effect of thrombosis, as listed in the product instructions for use, is a known adverse event associated with vessel closure procedures and is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effect and the relationship to the device cannot be determined, there is no indication of a quality deficiency associated with the product. A review of the device lot history record did not reveal any nonconforming material records relevant to this event. A query of the complaint-handling database was performed and there does not appear to be any indication of a product quality deficiency. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an iliac artery stenting procedure. Reportedly, after the device was inserted into the artery, bleedback was noted through the marker lumen and the foot was deployed. However, while trying to position the device, the marking continued and did not cease. The needles were deployed, but the sutures were not placed. The device was rewired and removed. Another proglide was inserted. The device was placed and marking ceased. The sutures were deployed, but the knot became locked during advancement. The sutures were removed and manual arterial compression was applied. After the heparin was exchanged for protamine, thrombus was noted at the access site. Using a contralateral access, an endarterectomy was performed and the thrombus was removed. The patient was discharged the same day. There was no adverse patient sequela. Though requested, no additional information was provided.